Event description:
Rn flushing patient triple lumen PICC [peripherally inserted central catheter] line and noticed it was leaking. It seemed to be leaking from the white lumen. The chg [chlorhexidine gluconate] portion on the dressing was bubbling with fluid and was leaking down the dressing. There was positive blood return on all three lumens.